Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to infection. The infection was caused by treatment on other department so the surgeon does not think the products failed.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.